Event description:
A home pt reported receiving repeated "reload set 163" alarms during the prime cycle prior to their automated peritoneal dialysis therapy utilizing the homechoice machine. Reportedly, the home pt "replaced the cassette (of the homechoice set) only", and connected the same bags to the supply lines of the new homechoice sets. The home pt was able to complete all therapies, and no pt injury or medical intervention was associated with this incident per the home pt.